Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During valve deployment, there was a loss of pacing capture and the valve embolized into the descending aorta. Therefore, a second 26mm sapien 3 ultra valve was successfully implanted with good result. The patient was doing well post procedure.

Manufacturer narrative:
H10: added h6 type of investigation and investigation findings corrected h6 investigation conclusions. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. As the valve embolization was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve embolization was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, "during valve deployment, there was a loss of pacing capture and the valve embolized. Therefore a second 26mm sapien 3 ultra was successfully implanted with good result". Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case it was reported that there was loss of pacing capture, which can cause the thv to embolize. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event.